Event description:
Customer went to sleep on her couch watching tv and later, husband noticed her flailing her arms and got restless while she was asleep. Customer could not have treated herself as she was unconscious. Husband called the ambulance and a neighbor to come over and take wife's blood reading. They got customer's blood sugar result of 85 mg/dl on customer's aviva meter. When paramedics arrived, they took customer's blood sugar on paramedic's meter and got result of 52 mg/dl. Customer does not know how much time elapsed between the aviva system#s blood sugar reading of 85 mg/dl and the paramedic's blood sugar reading of 52 mg/dl. Customer was given unknown amount of glucagon and customer did not respond. Due to her not responding to the glucagon, customer states that paramedics put her on an IV of 50% glucose. Customer thinks she was given 50 cc's but is unsure of type or name of glucose. Customer was given no further treatment at the hospital. She was not admitted. States they took blood and did lab work while she was there when they let her go home at 1:30 am this morning. Customer does not know results of lab work at time of call. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.